Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option lok male adapters of the tubing sets were connected to the clave port of unspecified tubing sets and were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the option-lok male adapters disconnected from the clave ports. There were no reported adverse effects. No medical intervention were reported. Though requested, no add'l info was provided.